Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. After 30 minutes, the phrenic nerve injury had not recovered and the case was completed with radiofrequency (rf). Information regarding recovery from phrenic nerve injury has not been received.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.